Event description:
It was reported the patient had their first lead break on (B)(6) 2012 and it was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v866965, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v871403, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v920378, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had three painful surgeries to correct extreme pain caused by the electrodes after the leads broke. See MFR. Reports # 3004209178-2012-11777 and #3004209178-2013-12328 regarding other surgeries the patient had after lead issues.